Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturing site for investigation; however, only the original package (box) of the za9003 model was received. Inside the box was the implant notification card, patient identification card, and a lens case. The lens case was verified. No intraocular lens was inside the package (box) that was received. No further investigation could be performed. The reported event of haptic detached could not be verified. The manufacturing records for the intraocular lens (iol) were reviewed. The devices were manufactured within specifications. There were no associated deviations or non-conformity reports found in the manufacturing record review (mrr). A search revealed that there were no other investigations for this production order for the reported event. The manufacturing operators clean and inspect the product 100% under microscope evaluation. The device manufacturing procedures were performed as required and the product was manufactured and released according to specification. The lens met specification prior to release. Labeling review: the directions for use (dfu) was reviewed. The dfu states that when the implantation system, cartridge is used improperly, the haptics of the lens may become crimped or broken. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that when the lens was inserted into the patient's eye one of the haptic was not on the lens. It was still in the tray that the lens came in. The lens was removed and replaced during the same procedure. The lens was replaced with a new lens of the same model and diopter. There was an incision enlargement to remove the lens and a suture (one stitch) was required.